Manufacturer narrative:
D4 UDI: (B)(4). Investigation is ongoing.

Event description:
Per report received from germany, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. Due to the challenging anatomy, a 16fr esheath+ was selected. During the procedure, difficulties were encountered while advancing the sheath into the patient. Subsequently, resistance was noted within the blue section of the esheath+; however, the delivery system was advanced, and the valve exited the sheath tip. During valve alignment, damage to the valve frame was identified, prompting removal of the entire system as a single unit. A second esheath+ was then introduced and used without issue, and a second valve was successfully implanted. Upon withdrawal of the sheath, bleeding was observed secondary to a femoral artery perforation, requiring stent placement. The patient remained hemodynamically stable following the intervention.